Event description:
The patient and the homecare provider (hcp) reported the following information. The patient called puritan bennett to find out what materials were in stainless steel. The patient also reported there was residue in their cannula nosepiece and that their hcp sent the cannula to an independent lab for analysis. The hcp reported to puritan bennett that carbon, oxygen, silicon, and zinc deposits were found in the cannula by the independent lab. The patient thinks liquid oxygen equipment may be the source of zinc in their body. The patient has used six different liquid oxygen systemt within the last twelve months and has had no improvement. The patient continues to use other sources of liquid oxygen, which are not involved in the alleged incident.